Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. (B)(6). Section h3 - other (81): the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with a preloaded monofocal intraocular lens (iol). After injecting the iol, the surgeon found out that there was a crack on the edge of the optic. The surgeon believes that the lens was not mounted properly and when he checked the cartridge afterwards, he found that the tip was irregular. The surgeon indicated that lens implantation was successful and the crack should not affect the vision. The lens remains implanted. Through follow up we learned that the patient will be seen 6 weeks post operatively. There was material available for return, but there are no photographs or images of the iol. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 14th december. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the handpiece was returned to the manufacturer for evaluation. Visual inspection revealed that the handpiece was received with the plunger rod partially advanced. The lens module was inspected and no markings indicating improper plunger rod advancement were identified. Viscoelastic residue was observed, indicating that an excessive amount could have been used which may have contributed to the complaint event. The handpiece was disassembled, and no assembly issues were identified. The plunger rod was advanced and was straight. The cartridge tube and cartridge tip presented with damage that is within specification for a used device. Viscoelastic residue was identified throughout the length of the cartridge. No lens was received as part of this return as it remains implanted. The complaint issue "lens damaged" and "cartridge tip cracked/damaged" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.